Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer inspected the module and found the sample probe to be bent, its tip broken off causing partial occlusion. He then replaced the sample probe and performed mechanical adjustments. Calibrations and qcs were performed with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable a1c-2 tina-quant hemoglobin a1c gen.2 result from one patient sample tested on the cobas 8000 cobas c 502 module. The initial result was reported outside of the laboratory. The reporter performed a delta check prompting the rerun of the patient sample. The patient sample was rerun on another c 502 module. The initial result from the module was 8.6%. The repeat result from the other module was 7.2%. The repeat result was deemed correct.